Manufacturer narrative:
Product complaint # (B)(4). Batch # t5ae74. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with one ecr45d cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during the endoscopic lobectomy, when severing lobes of lung, after fired, noted staples malformed with irregular shape. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Investigation summary: upon visual inspection of two photos, the following was observed: the two photos show a tissue piece from top view and it can be seen several staples not properly formed. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined.